Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery in a 38-year-old male patient presenting in cardiomyopathy, in society for cardiovascular angiography & interventions (scai) e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was absent limb perfusion noted via doppler ultrasound. Limb perfusion monitoring showed normal values with no changes since admission. Cath lab noted small femoral vessels. It was reported that the patient is on ECMO and does not have perfusion to either leg. The patient continues on support. While on support, the impella functioned at p-2 at 1.1l/min as intended with d5w sodium bicarbonate in the purge solution. Limb ischemia can be attributed to large bore-access cannulas and/or high-dose vasopressor support which can cause peripheral vasoconstriction.